Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. The run data file was investigated for the procedure on (B)(6) 2024. The operator selected procedure 1, a 9.8e11 platelet yield collection. From 48 to 54 minutes into the procedure, the trima accel system performed the first scheduled chamber clearing. From 78 minutes to 84 minutes, the trima accel system performed the second scheduled chamber clearing. There were no alerts or adjustments made by the operator for the duration of the procedure. At the end of the 100-minute procedure, the trima accel system displayed the following message: 'platelet product: label as leukoreduced'. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: there was no conclusive root cause identified for the higher-than-expected wbc content in the platelet product reported for this procedure, however the signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was possibly the result of a wbc saturation of the lrs chamber toward the end of the procedure. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product may have been donor-related.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit ID: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit ID: w120624213088 there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.